Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d2a, e1 and g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fibre bonding in the outer tube area (distal end) was damaged a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken light guide bundle of the video cable section. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that when using the subject device, the image was not good. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the subject device, the image was not good. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regardings the legal manufacturer's final investigation. In addition to the prior reported malfunctions, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, and the light guide bundle of the video cable section is broken. Based on the results of the investigation, a definitive root cause of the reportable malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.